Event description:
Customer received a blood result of 76 mg/dl from his contour usb meter. He was retested with the hospital meter and result was 46 mg/dl. Customer felt light headed and was given food to raise his glucose. The difference between the readings falls in the 'c" zone of the consensus error grid, making the difference clinically significant. No additional information was provided about the event. The customer was advised to return the test strips for evaluation. Replacement strips and new meter were sent to the customer.